Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was cancer chemotherapy. It was reported there was a mix up in scheduling and the patient missed a refill of the pump. The pump was refilled with fudr today. It was noted the patient did not hear the audible alarm. An alarm test was done and the pump alarms sounds were heard but the intervals were set at the upward bound duration. The caller requested assistance updating the reservoir and alarm volume. The patient was due for a refill and troubleshooting resolved the reported event. There were no symptoms reported. The issue began a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient's weight was (B)(6).